Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Subsequently, an unspecified malfunction occurred. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.